Event description:
A surgeon reported that during a procedure, the laser stopped working. It was noted after the procedure, that fluid was leaking from the cassette. The customer indicated that the green fitting was loose and the leaking stopped when tightened. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).